Event description:
It was reported that the patient had exit block. X-ray revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Without return of the entire lead, a complete analysis could not be performed.